Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 7th. What vessel or structure was the device fired on at the time of the event? Sleeve of stomach. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device worked fine for the first six firings. After the sixth firing, it would not deploy the clip. The back of the jaw was flipping up. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received with a malformed clip in the jaws. The clip was manually removed to test the device for functionality. The jaws were inspected and no burr was found. During evaluation, the tip of the advancer was noted broken. Therefore, the clips were not fully advanced. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. The device was disassembled to evaluate the condition of the internal component. Upon disassembling, scratches were noted on clip track. This condition was caused by the friction between the bent advancer and clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.